Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. It was reported that the revision surgery was the result of a loose shell. No additional information was provided. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a hip revision surgery. Updated information: it was reported that the cup loosened causing instability.

Event description:
Patient had a hip revision surgery.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer